Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery after a new battery cap and also had a motor error. The customer's blood glucose level was about 120 mg/dl at the time of the incident. The customer stated that the issue persisted after a the battery cap. Motor error troubleshooting was performed. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. The customer was at work and could not finished return and replacement. There was no indication of the insulin pump returning for analysis.